Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, lot: 0013001651; product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. There was no misload identified during loading. During the first deployment attempt, the valve was recaptured due to the depth of implant. Upon the second deployment attempt, an infold was observed and the system was subsequently withdrawn from the patient. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). A new transcatheter valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Following the implant of the new valve, the valve remained implanted but inactivated due to an unknown reason. It was noted that a 5 minute procedural delay occurred as a result of the infold. Per the physician, the patient's calcified anatomy contributed to the infold.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The implanted valve was active and not inactivated as previously reported. There is no evidence to suggest the device caused or c ontributed to a reportable death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. There was no misload identified during loading. During the first deployment attempt, the valve was recaptured due to the depth of implant. Upon the second deployment attempt, an infold was observed and the system was subsequently withdrawn from the patient. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). A new transcatheter valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Following the implant of the new valve, the valve remained implanted but inactivated due to an unknown reason. It was noted that a 5 minute procedural delay occurred as a result of the infold. Per the physician, the patient's calcified anatomy contributed to the infold. Additional information was received that the implanted valve was active and not inactivated as previously reported.